Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr had been performed on (B)(6) 2015, on which the ceramic ball head 28m device, the polarstem stem std ti/ha 3 non-cem device, the polarcup xlpe insert 55/28 non-cem device and the polarcup shell ti-plasma 55 non-cem device were implanted; it was identified that the ceramic ball head 28m device was broken. Therefore, a revision surgery was performed on (B)(6) 2022. Current health status of patient is unknown.

Manufacturer narrative:
Section h10: it was reported that, after a total hip replacement (thr) had been performed on (B)(6) 2015 to implant the ceramic ceramic ball head 28m device, the polarstem stem std ti/ha 3 non-cem device, the polarcup xlpe insert 55/28 non-cem device and the polarcup shell ti-plasma 55 non-cem device; it was identified that the ceramic ceramic ball head 28m device was broken. Therefore, a revision surgery was performed on (B)(6) 2022 to replace the ceramic ceramic ball head 28m device. Current health status of patient is unknown and no further information is available. The complaint sample ceramic ball head 28m was returned for further evaluation. Upon visual inspection, the reported failure could be confirmed and the ball is fractured. The complaint article was forwarded to the supplier for further investigation. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation has been conducted. The occurrence and severity are in line with the corresponding risk file. A review of the device labeling revealed that the instructions for use states "implant component fracture" as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. The density on the fragments of the ball head was determined by the supplier. The measured density follows the specification. No requested supporting clinical documentation were provided. Therefore, there were no clinical factors found which would have contributed to the breakage of the ceramic ball head. Based on the available information and the performed investigation, the complaint could be confirmed and ball head is fractured. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. The returned complaint sample could not be completely reconstructed from the returned fragments. There are fragments missing which could potentially yield further information if they were available. Due to damage and missing fragments, the fracture origin cannot be clearly identified on the returned parts. No conclusion can be drawn regarding a possible cause for the fracture based on the provided fragment parts. This investigation is considered as closed. Smith and nephew will continue to monitor this device for similar issues. The returned complaint sample was forwarded to the supplier. Internal complaint reference number: (B)(4).